Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6) . Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol) the surgeon noticed a foreign object that looked like a fiber in the cartridge of the iol. Account indicated that there was no delay in the procedure. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 02-jan-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the cartridge was received covered in fibers; a blue fiber was identified inside the cartridge tip. Further evaluation identified the material to be consistent with a cellulosic material (e.g., cotton, rayon, lint). The fourier transform infrared spectroscopy (ftir) spectrum of the material was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.